Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases and one curved opening. A microscopic analysis and leak test were performed which identified, one opening striated. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one opening striated in the side posterior assessed, as surgical damage.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional additionally reported, particles in the valve. Device has been explanted and replaced.